Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was not able to secure the saw blade devices and the set screw was damaged. It was determined that the device would not run. It was further observed that the device had a damaged trigger and magnetic support. It was also noted that there were some minor scratches and dings along both sides of the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from canada that during pre-surgery, it was discovered that the recon sagittal saw device would not hold the blade devices. There were no delays to the planned surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.